Event description:
Patient admitted for outpatient surgery to remove penile prosthesis that had eroded through the distal end of the penis. Debridment of the area was done. No replacement prosthesis placed at the time of this surgery due to debridment & other non-associated medical problems (decubitus ulcer of sacrum). Patient underwent debridment of both areas same day. 1985 implantation of prosthesis removed 12/5/85. (Note: original penile prosthesis implanted in 1977).